Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump was not "pushing" (infusing). This occurred during use of the device on the pediatric hematology oncology and ortho/trauma unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.